Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's intraocular lens opacified post-implant. As a result, the lens was explanted and replaced with one of the same model and diopter. Additional information was requested, but has not been received.

Manufacturer narrative:
Additional info: additional information was requested, but was not received. The explanted lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be conclusively determined. Lens opacification is a known procedure procedure complication of this type of surgery.

Event description:
Additional information received indicated that the patient had no pre-existing conditions. Furthermore, there were no complications observed during the implanting of the lens. The opacification was reportedly observed one day post-surgery and the subsequent lens exchange took place two weeks later. Regarding prognosis, the patient has improved following the lens exchange.

Manufacturer narrative:
Additional information: d10, g1, g2, g4, g7, h2,h3,h6, h10. The device was returned for evaluation. One lens carrier was returned in a plastic bag. The lens is in the carrier, positioned incorrectly. Visual inspection of the lens found both haptics bent. In addition, there are several areas on the optic that have a cloudy white appearance and some areas with an orange peel appearance on the surface of the optic. Information received from the reporter indicates that progel viscoelastic was used during the original cataract surgery. Progel is not a recommended viscoealastic per the intraocular lens directions for use (dfu). This event is one of 5 events of opacification observed one day to approximately 1.5 months post implant, all reported by the same user facility and occurred over a period of 5 months at the end of 2018. Only 4 of the 5 allegedly opacified lenses were returned for evaluation. Further investigation of the returned lenses was conducted and concluded that there is an environmental, volatile contaminant where the concentration increases over time as the product is stored. The contaminant(s) that interact with progel and result in opacification must be volatile, as it is capable of penetrating the iol packaging. As the only opacification complaints of this nature stemmed from a single doctor¿s office and occurred over a short timeframe near the end of 2018, this is likely an isolated event related to location/environmental factors. Therefore, no corrective action is required.